Event description:
Received information stating patient was in the hospital and was experiencing elevated bg's due to medications she was receiving. Patient was having issues resuming insulin.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.